Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during one-day post-operation check, the right ventricular lead exhibited elevated threshold. Micro-dislodgement was suspected. A chest x-ray was performed. The physician planned to perform lead reposition the next day; however, the threshold had decreased and chest x-ray showed lead in good position. The physician decided to not revise the lead. The asymptomatic patient would continue to be monitored.